Manufacturer narrative:
E1: patient city: (B)(6) patient country: brazil. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4) event occurred in brazil. It was reported that the patient was hospitalized on (B)(6) 2024 for 20 days due to hyperglycemia and ketoacidosis. Patient experienced fainting at the time of event. Patient was treated with nasogastric and intravenous insulin. No further information was available.